Manufacturer narrative:
Medwatch form received from hospital - uf/importer report # (B)(4).

Event description:
New information notes that battery still had a couple months and was thus not exchanged. Patient was hemodynamically stable.

Event description:
New information notes that the device was explanted.

Manufacturer narrative:
The event of failure to interrogate was not confirmed. The device was returned for analysis. The device was found to be at elective replacement indicator (eri). Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient's implantable cardioverter defibrillator (ICD) would not interrogate in the clinic. Multiple programmers were attempted with no success. An open channel test was completed. The device was a lithium advisory device. No indication of the battery performance alert notification was received but then again the patient's transmitter was in a different residence. As an advisory device the data suggest that a battery sort has drained the battery below the level that allows interrogation. Device replacement was suggested but not yet scheduled. Further information was requested but not received.